Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was received with a cracked case at the battery tube threads, a partially broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the customer attempted to program a bolus but the menu numbers kept ramping up. The patient's blood glucose at the time of incident was 500 mg/dl; the patient did not mention any treatment or symptoms of the high blood glucose. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.